Event description:
The plaintiff's attorney alleged that the plaintiff experienced peritoneal infections on (B)(6) 2013, (B)(6)2013, (B)(6) 2013 and (B)(6) 2013 after use of the product.

Manufacturer narrative:
This is one event (peritonitis) of four events reported for the same pt involving three separate products.